Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient presented for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.